Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pocket revision, the electrogram revealed that ventricular pacing was absent, and the patient went into an escape rhythm. The physician found that the lead had dislodged during the procedure. The lead was explanted and replaced.